Manufacturer narrative:
Further clarification was received from the customer stating that they are ¿not swabbing the male luer¿ (as a disinfecting method). The customer is priming the set with propofol while keeping the blue cap on the end of the set. The priming may take place quite some time prior to use, however, exact amount of time is unknown. Remove the statement that ¿the cause of the condition was due to the customer¿s disinfecting method¿ (reported on the initial). Update to: the cause of the condition could not be determined; however, based on the sample evaluation, the cause of the condition could have been due to the customer¿s priming method. If the propofol solution contains lipids, it may have a negative effect on polycarbonate. If the user is priming the sets with propofol and the blue tip protector is attached to the male luer, the propofol can back wash up into the male luer collar and have a negative effect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. A visual inspection was which observed that the male luer collar was broken. Additionally, no visual residue of propofol was noted on the luer collars. The reported condition was verified. The cause of the condition due to the customer¿s disinfecting method. Due to the nature of the returned sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6: evaluation conclusion code: (remove 61 and update to 19). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system solution sets break. The event occurs when the user turns the luer lock collar to ensure connection, "the collar breaks into pieces". The event occurred when connecting the tubing to the vascular access. The device was used with a propofol infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.